Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, swollen lymph nodes, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Physician reported "rippling, sensitivity, stiffness and contracture around the prosthesis", seroma, and "reactive lymph nodes in axillae". This relates to the left side. Device has been explanted.

Event description:
Healthcare professional reported a left side "rippling, sensitivity, stiffness and contracture around the prosthesis", seroma, possible benign and well-circumscribed hypoechoic lesions" and "reactive lymph nodes in axillae". Device has been explanted.

Event description:
Healthcare professional reported a left side "rippling, sensitivity, stiffness and contracture around the prosthesis", seroma, possible benign and well-circumscribed hypoechoic lesions" and "reactive lymph nodes in axillae". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification and brown particles on the shell. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles are not observed. No issues found related with the manufacturing process.